Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd legacy pump accuracy is off more than +6%. No reported adverse effects.

Manufacturer narrative:
Additional information- the reporter provided additional information stating the infusion was a soluation of sterile water and veletri (concentration of 2250 mcg per 100 ml). The reporter stated the cassettes were emptied and no occlusions were present in the extension lines.

Manufacturer narrative:
One cadd legacy pump was returned for analysis in used condition. Use testing was performed. The customer complaint was not confirmed. The pump passes all test and was found to be operating properly. The problem source is unknown.